Manufacturer narrative:
Citation: steinberg dh. Disseminating tavr across the world - and optimizing outcomes while it's done. Cardiovasc revasc med. 2019 o CT;20(10):829-830. Doi: 10.1016/j.carrev.2019.08.007. Earliest date of publish used for event date (month and year valid). No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding an editorial review of the outcomes reported through the optimized catheter valvular intervention (ocean) japanese multicenter registry. All data were collected from 14 centers between january 2013 and july 2016. The study population included 1,613 patients. Of those, approximately 144 were implanted with medtronic corevalve bioprosthetic valves. No serial numbers were provided. Among all patients, the overall 30-day mortality rate was 1.9%. No other details were reported. Based on the available information, medtronic product was not directly associated with the deaths. Among all patients, adverse events included: annular rupture, unspecified valve-related dysfunction requiring repeat intervention, moderate-severe paravalvular leak/insufficiency, stroke, coronary obstruction requiring intervention, major vascular complications, and life-threatening bleeding. Based on the available information, medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.